Event description:
Pt with no known diagnosis of diabetes presented to urgent care facility. As part of screening tests ran blood glucose on device and received a value of 297 mg/dl. Pt given prescription for glucotrol and advised to see own dr. Subsequent lab results for blood glucose on sample were 1334 mg/dl. Facility tried contacting pt at home, no response. Called emt who found pt at home unconscious. Pt transported to hosp, no other info available on treatment or condition.

Manufacturer narrative:
Standard disclaimer on file.